Event description:
It was reported that two shockwave l6 peripheral intravascular lithotripsy (ivl) catheters were used during a procedure to treat the subclavian vena cava (svc). Both ivl devices were prepped successfully, and 300 ivl pulses were delivered from each catheter. The shockwave procedure was successfully completed. The shockwave device was used off-label to treat the svc prior to implantable cardioverter-defibrillator (ICD) lead extraction. The first l6 ivl catheter was used via femoral access. The second l6 ivl catheter (3015053858-2026-00026) was used via subclavian access. After ivl treatment, a laser removal tool was then used to extract the lead. The lead was extracted without incident and no complications were reported during the procedure. Additionally, there were no complications reported while using the shockwave l6 ivl catheters. It was later reported that the patient died six days after the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, there was no device malfunction. Per the reported information, the device was used in the subclavian anatomy. Per the shockwave l6 ivl catheter IFU, this is considered off-label use. IFU states, "the shockwave medical intravascular lithotripsy (ivl) system is intended for lithotripsy enhanced balloon dilatation of lesions, including calcified lesions, in the peripheral vasculature, including the iliac, femoral, ilio-femoral, popliteal, infra-popliteal, and renal arteries." The procedure was successfully completed. The patient expired 6 days post-op, and the cause of death was not reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.